Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was insulin was not delivered correctly. The customer's blood glucose level unknown at the time of incident. Troubleshooting was not performed for no delivery. The reservoir will not be returned for analysis.